Event description:
The skull clamp slipped. Additional information has been requested. Linked to mfg report number: 3004608878-2017-00199.

Manufacturer narrative:
Investigation completed 7/13/2017. Device history record reviewed for sn (B)(4) work order /083999 lot/ 097 manufactured on 2/3/2010 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. No service history is on file for this device. No manufacturing or design related trend has been identified. Root cause is undetermined because the product has not been returned for evaluation or additional received after several documented requests.